Event description:
It was reported that customer experienced continuous glucose monitor error and cgm data did not display correctly. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, confirmed that error did not reappear, and successfully started new sensor session, with no additional actions reported.